Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference number 3008452825-2015-00019, 3005188751-2015-00031, 2030404-2015-00029, 3005188751-2015-00033, 3005188751-2015-00034, 2030404-2015-00030 during a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. An inquiry ep catheter was inserted into the cs and distortion of the signal and shape was noted on velocity. Fluoroscopy revealed a bend in the catheter at the proximal electrode. The catheter was replaced with another inquiry ep catheter and the case continued. Transseptal puncture was performed x 2, and geometry with voltage mapping was completed. Cryo-ablation was performed to all pulmonary veins. The patient was then hypotensive. Intracardiac echo, fluoroscopy and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.